Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was 550 mg/dl. Ketone level was high. The cause was unknown. The customer's mother administered a bolus via the pump to address elevated bg.